Event description:
It was reported that the patient passed away. The obituary mentioned his struggle with epilepsy, but does not suggest if his death was related to his underlying condition. The cause or circumstances of death were not indicated in the obituary. Review of the generator and lead device history records showed that all specifications were met prior to distribution. Follow up with the servicing funeral home showed they do not have documentation of the patient¿s vns and or any potential disposition information. No additional pertinent information has been received to date.

Event description:
Information from the treating hospital indicated that the patient was likely in hospice care prior to his death. The patient¿s discharge summary was later received by the manufacturer. The reason the patient was hospitalized was stated to relate to his seizure disorder and aggressive behavior. Over the course of his three month stay, the patient¿s condition did not improve. The patient¿s health was stated to have declined, and he was not able to take all of his medications. He was transferred to palliative care and his seizures were more frequent. The patient developed status epilepticus, and had a couple of medication changes before finally expiring. Vns was not mentioned in the context of the discharge summary. No additional pertinent information has been received to date.